Event description:
A report was received that the patient is in the hospital due to a infection at the midline. The patient's symptoms were redness. The physician irrigated the site and prescribed the patient antibiotics. The physician doesn't believe the infection to be device or procedure related but the patient being non compliant at home. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient is in the hospital due to a infection at the midline. The patient's symptoms were redness. The physician irrigated the site and prescribed the patient antibiotics. The physician doesn't believe the infection to be device or procedure related, but the patient being non compliant at home. The patient is doing well.